Event description:
It was reported that the patient presented for revision of the right ventricular (rv) lead due to low pacing impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2025. The patient was discharged.